Manufacturer narrative:
Attempted to submit via FDA esg on 24feb2024, but received the message "secure connection failed" on multiple web browsers.

Event description:
The following has been reported: biomed reports: oncology advised this pump failed during an infusion. No pt harm, infusion continued with another pump. When I got it the top right cassette pin (as you are facing the pump) was stuck. I cleaned that up, all four feel like they are moving freely but the pump makes a loud snap/pop while infusing when the cassette pins are cycled or vacuum is applied. An initial review of the device logs reveals the following: mechanical hardware failure (av assembly) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint was flagged for potential mechanical hardware failure (av assembly). Upon observation the secondary and outlet pins on the fva assembly had drag to them. A testing cassette was loaded into the pump and a final acceptance test was attempted. Upon loading the cassette, the two suspect pins were having trouble cycling. An inspection of the fva assembly was performed to look for any nonconformities. The pins had evidence of foreign material adhered to them. The fva lip seals show signs of wear as well. The fva pins and lip seals were cleaned and the fva assembly was re-installed into the pump. The pump was able to perform a final acceptance with no error messages or signs of fault. The fva lip seals will be replaced during the repair process and all necessary functional testing will be performed. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release.